Event description:
The customer reported that their aligners were causing gaps between their teeth, an open bite. The customer had it fixed and now the aligners weren't fitting. No additional information was reported.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.